Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter act 5 diff cp hematology analyzer generated erroneously low white blood cell (wbc) results on three patients' samples. While troubleshooting the low results with the bec customer technical specialist (cts) over the phone the customer noticed a bloody liquid leak of 1.0 cc at the right rear of the act5diff cp instrument and a service call was generated. The erroneous results were not reported out of the laboratory. The cts had the customer perform an extend cleaning procedure, followed by qc, which was in range. The patient samples were rerun with normal results. Review of the customer provided printouts shows the instrument generated wbc and basophils (ba%) results of 0.0 with instrument generated v and flag on three patient samples. The patient results are shown in the attached file. All three samples were sent to an alternate laboratory and run on their act5diff cp instrument where wbc and ba% results were considered correct and correlated back to the customer's initial run for patient #1 and the reruns for patient # 2 and #3. Per conversation with the customer on (B)(4) 2011, the patient samples were sent out to a reference lab where results correlated to the act5diff cp rerun results. The operator was wearing proper personal protective equipment (ppe) consisting of a lab coat, gloves and eye protection. No mucous membranes were exposed. Msds was not reviewed, but there is an exposure control or risk management plan in place at the facility. There was no death or injury or change to patient treatment attributed to these events.

Manufacturer narrative:
Sample collection information was not provided. The customer performed extended cleaning procedure per cts advice and verified instrument operation by performing qc. Bec field service engineer (fse) assisted the customer over the phone in replacing the waste line fitting. No further leakage was observed after fitting was replaced. The root cause for the leak is attributed to a broken waste fitting.